Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found blood inside and on the copilot. No contrast was visible. The clamp seal was closed. The inner diameter of the clamp seal was measured and it met specification. The device was leak tested and no leaks were noted. The reported experience could not be confirmed. In this case, as the device did not leak under testing, it is possible that an outside circumstance occurred. It is possible that the physician did use the device as intended and this led to the spray back. Regardless, as testing has indicated the device is functioning as intended, there is no indication of a deficiency. All copilots are inspected for proper dimensions and assembly as part of online processes and an additional sample in taken for destructive quality control inspections. A review of the lot history record revealed no nonconforming material records. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents reported for this lot.

Event description:
It was reported that when the co-pilot was connected to another unspecified device, the valve would not work, they kept getting "spray back". A new co-pilot was used to continue the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.